Event description:
Customer reported via phone call that they inserted a brand new battery and the insulin pump did not turn on. Customer stated the insulin pump was completely off with a blank display. A crack was noted near the battery compartment. Customer's blood glucose reading at the time of the call was 173 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump failed battery test alarm after battery change due to corroded battery tube. The insulin pump was unable to check operating currents due to failed battery test alarm. The insulin pump had a broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window, minor scratches on lcd window and missing end cap sticker.